Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. That night, patient experienced stroke with hemiplegia of left arm. Impella was on p2 since yesterday. Thrombosis in multiple locations was known, but no visible in lv. Lvad procedure planned today has been cancelled, and patient is now limited.

Manufacturer narrative:
The investigation for the reported stroke and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of stroke and thrombus could not be determined as the device was not returned nor sufficient clinical details.